Event description:
Healthcare professional reported via email "left side deflation." Device explanted and replaced. Left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported capsular contracture baker grade iii. The device has been explanted.

Event description:
Healthcare professional reported via email " left side deflation." Device explanted and replaced. Left side.

Manufacturer narrative:
Correction to h.6 type of investigation code: b12 trend analysis as submitted in the previous report should be removed.